Manufacturer narrative:
The reported field event of an inability to communicate with the device was not confirmed in the laboratory. The device was able to communicate with the laboratory programmer using both inductive and rf telemetry. The cause of the reported inability to communicate with the device could not be determined.

Event description:
It was reported that the device was unable to interrogate. Interrogation was attempted with two separate programmers in two different rooms. It was confirmed that the device was communicating properly with merlin.net and not in an rf lockout. The device was explanted and replaced.